Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qamjjc-sxpp1a401, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened foil, an empty opened labeled winding former and a used needle-suture of product code (B)(4), lot qamjjc. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and barbed suture was used. After opening the package, it was found there was no fixation tab at the end of the suture. Another device from same box was used to complete the wound closure. There were no adverse patient consequences reported. Upon evaluation of the device, the sides of the fixation tab were broken.